Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which was causing pacing at lower than the programmed rate. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that during a device change out and testing of leads through the analyzer, there was post pace twos observed with the rv lead. The physician believed this to be lead-to-lead interaction in the pocket. The lead was connected to the device and placed into the pocket a certain way which resolved the issue. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant: imk49jb45 lead, implanted 2002-(B)(6). (B)(4)